Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath the dilator tip was found to be frayed. When removed from the packaging they inspected the distal tip of the dilator and saw it was frayed or potentially had extra plastic. A new sheath was opened, and a new dilator was used with the original sheath to complete the procedure. There were no patient complications. The dilator and sheath have been returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the dilator was first visually inspected, and it was noted there was damage to the tip. Next, investigators examined the tip under microscopy which revealed the tip of the catheter was starting to peel back. Based on all the available information the most likely cause of the damaged dilator was determined to be due to quality control deficiency. Investigators were able to determine that an inspection was missed during manufacturing. Further investigation into the quality control of dilator is currently being conducted.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath the dilator tip was found to be frayed. When removed from the packaging they inspected the distal tip of the dilator and saw it was frayed or potentially had extra plastic. A new sheath was opened, and a new dilator was used with the original sheath to complete the procedure. There were no patient complications. The dilator and sheath are in route to boston scientific for analysis.